Event description:
It has been reported "frequent axle and poly failures. It has been every 3rd year since 2015."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.